Event description:
Cup would not seat due to the surgeon's eccentric reaming. The surgery was completed successfully without any delay or problem for the pt: the surgeon simply went up on cup size.

Manufacturer narrative:
Document review: versafitcup acetabular shell - ref. (B)(4) lot 112851: 49 items produced. All parameters were found to be conforming to specs valid at the time of mfg. Twenty eight cups belonging to this lot have been already implanted and no incidents have been reported up to now. (B)(4). As in the past, also this case is highly likely associated with a wrong reaming technique (in this case, the fact was confirmed in the complaint description) and the event is thought to be not device related.